Event description:
During routine testing of the device at the service center, the service tech reported that the bearings are noisy on the drive motor. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.